Event description:
Per the clinic, the patient experienced chronic otitis media resulting in the extrusion of the electrode. The device was explanted on (B)(6) 2012. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)